Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received a report of a sapien m3 procedure in the mitral position in which full capture was maintained throughout the procedure, with no paravalvular leak (pvl) initially noted. After valve deployment, moderate pvl developed around the lateral commissure/p1 region. The implanter did not perform post dilatation with the commander delivery system but instead used a true balloon. An amplatzer vascular plug (avp) ii 12 mm device was used to plug the pvl. Notable posterior mitral annular calcification (mac) was present, as well as a commissure-to-commissure measurement of 51 mm, and the case was considered technically out of parameters. The patient was stable following the procedure.